Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of session records showed noise of non-physiologic origin. Lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient was fine.